Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock in two separate episodes. The first episode was supraventricular tachycardia (svt) while the second episode was sinus tachycardia while the patient was playing a sport. After both episodes, it was decided to increase the shock zone programming with further monitoring. It was noted that this patient was on medication and took it properly. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.